Manufacturer narrative:
Corrected field : b5 , b6 , b7, h8, h6 (health effect ¿ clinical code, health effect ¿ impact codes) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the reported failure. The fse replaced the executive processor board (d670-00-0770), cart bulk power supply (d014-00-0258), the ac power cord reel (d012-00-1688-21), and the cart wiring cable assembly (d012-00-1645). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) makes continuous alarm. No patient involvement reported.

Manufacturer narrative:
Updated fields : b4, g1 (contact person ¿ mfg site). The fse replaced the executive processor board, cart bulk power supply ,the ac power cord reel, and the cart wiring cable assembly . The fse cycled power and verified battery presence. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(investigation findings).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) transport unit is makes continuous alarm.